Event description:
It was reported that, "rep gave wrong insert to be opened. Was not checked. Implanted into tibial tray and appeared to lock. Discovery was not until pt taken to recovery. Decision made to leave due to fact that insert appeared to lock into tray and the pt was very sedentary."

Manufacturer narrative:
Method: error discovered post-operatively. No device failure.